Event description:
It was reported that during an angioplasty procedure via right internal jugular, the pta balloon allegedly began to fray after multiple inflations. It was further reported that fibers of balloon appear to be coming off. Reportedly, the pta balloon allegedly had mild resistance while removal through the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter was received for evaluation. During visual evaluation, the balloon was noted to have frayed fibers, unraveling and fiber disturbance. No kinks noted to the balloon. No functional testing done due to the condition of the balloon. Therefore, the investigation is confirmed for the reported material frayed and identified unraveled material as frayed fibers and unraveling were noted to the balloon. A definitive root cause for the reported material frayed and identified unraveled material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: d2b (dqy; lit), h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via right internal jugular, the pta balloon allegedly began to fray after multiple inflations. It was further reported that fibers of balloon appear to be coming off. Reportedly, the pta balloon allegedly had mild resistance while removal through the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.